Event description:
An endurant iis stent graft system was implanted in patient for emergent repair a perforated iliac artery and distal aorta. It was reported that the patient an interventional radiologist implanted kissing bilateral iliac stents, successfully without incident. However, another interventional cardiologist elected to post dilate the bilateral bare metal stent to enlarge the bare metal stent diameter. During the dilatation of the bilateral bare metal stents at the origin of the right proximal common iliac and the distal aorta were perforated. A CT surgeon was called to assess the situation with possible treatment using the endurant aaa stent graft system. From the time that the perforation occurred until the CT surgeon implanted the stent grafts, the patient had bilateral pta balloons occluding the vessel without any additional anti-coagulation medication for approximately 90-120 min. The CT surgeon stated that the cannulation of the contralateral gate was challenging as there was no aneurysm. The final angiogram revealed that perforation was covered and the implant was successful. It was reported that three to four hours post stent graft implantation the patient lost pulses bilateral. The patient had acute acidosis, and most likely developed bowel ischemia. The patient was brought back to surgery and assessed, there was no blood flow to the lower bilateral lower extremities, a sfa bilateral thrombectomy was performed however there was a blood clot distal to the common femoral artery. As a result of no blood flow an axillary by femoral bypass was performed. However the patient continued to deteriorate and expired. Per the CT surgeon the cause of death was related loss of pulses bilateral approximately 3-4 hour post stent graft implantation, the patient had acute acidosis, and most likely the patient developed bowel ischemia, however no autopsy was performed and the exact cause of the patient's death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.